Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, per report, patient factors [bulky and calcified native leaflet] appears to have caused the lm occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Following successful implantation of a 26mm sapien 3 valve, the patient became hypotensive and CPR was started to help circulate support drugs. Aortic angiogram showed patent lca and rca. Post tee assessment demonstrated trace paravalvular leak and depressed anterior wall movement. Coronary guiding catheter was inserted and selective angiogram of the lca now showed lm occlusion. An attempt to cross the occlusion with a coronary wire was unsuccessful. The patient was placed on bypass and a single vein graft was placed to the lad. The patient was transferred to the unit on intra-aortic balloon pump. The lm occlusion was attributed to the patient&#62688;bulky left coronary leaflet; it partially occluded the lm during deployment. After the patient became hypotensive the lm became totally occluded. Since this report the patient has expired. The cause of death was attributed to complications of her bypass surgery. The patient&#62688;death was not related to the function of the edwards valve.